Event description:
A customer had a problem with the dual lumen PICC. The customer reports "leaking at PICC hub observed with flushing of the 2nd port pooling fluid under the tegaderm and soilage of the steristrips."